Event description:
The customer reported that the "selecting key" on the defibrillator was not working properly. No patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.